Event description:
Patient reported a revision (unclear reason, patient noted "didn't heal) and would like to know if implants are subject to a recall. Patient is seeking compensation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The following devices were also listed in this report: mod con dist stem 15 x 195mm, cat #: 6276-7-115, lot #: caxn341a. 23mm mod rev hip bdy/blt +20mm component level 9006-1-223, cat #: 6276-1-223, lot #: 45287402. 28mm +8 lfit v40 head, cat #: 6260-9-328, lot #: 35530203. 6.5 cancellous bone screw 25mm, cat #: 2030-6525-1, lot #: mmm625. Primary trit hemi cluster hole cup 62mm, cat #: 502-03-62g, lot #: mmeww4. 6.5 cancellous bone screw 35mm, cat #: 2030-6535-1, lot #: mmll7e. 6.5 cancellous bone screw 35mm, cat #: 2030-6535-1, lot #: mmmk82. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision involving a adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the records document that the patient had previously had a bipolar hemiarthroplasty implanted for femoral neck fracture. Over time the stem lost fixation and became quite painful. Operative intervention was delayed due to multiple medical co-morbidities. He was eventually optimized and underwent an uneventful removal of the hemi-arthroplasty and revision to a restoration stem and mdm tripolar acetabulum. The surgeon noted the hemi-arthroplasty stem was grossly loose and easily removed. The acetabulum was arthritic with loss of cartilage. He also noted the overall bone quality was poor. Revision of a painful hemiarthroplasty to a total hip is confirmed. The root cause of this mechanical failure cannot be determined from the documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A review of the provided medical records by a clinical consultant indicated: "the records document that the patient had previously had a bipolar hemiarthroplasty implanted for femoral neck fracture. Over time the stem lost fixation and became quite painful. Operative intervention was delayed due to multiple medical co-morbidities. He was eventually optimized and underwent an uneventful removal of the hemi-arthroplasty and revision to a restoration stem and mdm tripolar acetabulum. The surgeon noted the hemi-arthroplasty stem was grossly loose and easily removed. The acetabulum was arthritic with loss of cartilage. He also noted the overall bone quality was poor. Revision of a painful hemiarthroplasty to a total hip is confirmed. The root cause of this mechanical failure cannot be determined from the documentation provided." Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additionally, patient would like to know if hip implants are subject to a recall. Based on the catalog and lot number provided, the reported device is not subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reported a revision (unclear reason, patient noted "didn't heal") and would like to know if implants are subject to a recall. Patient is seeking compensation.